Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a thal-quick chest tube set detached at the flare tip junction. From this, the patient's chest tube became nonfunctional, was clamped off and posed a risk to infection. The device was removed, however, it is unknown if a new device was inserted. To date, despite multiple attempts, additional event and patient information have not been made available.

Manufacturer narrative:
Additional information: the customer returned the devices for cases with manufacturer report numbers 1820334-2018-01733 and 1820334-2018-01733 together in the same box. One device returned is 20 french and is 18 french. The customer was asked which device belonged to which compliant. They were unsure. Both cases were originally reported as 20 french devices; however the customer confirmed that the devices belonged to these two complaints. Both files have been updated to reflect this and the investigation was done with both devices together. Therefore, the catalog number, lot number, expiration date and UDI are all unknown at this time. Investigation - evaluation: a review of the documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. Inspection of the returned products confirmed the complaints, as both tubes had become separated at the hub. There was no evidence to suggest the devices were not manufactured to specifications. The device master record was reviewed and there are adequate controls in place to ensure the devices were manufactured to specifications. The lot numbers of the devices are unknown, so the device history record and complaint history could not be reviewed for the product lots. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. There is no further action is required. Monitoring will continue to be performed for similar complaints.